Event description:
On (B)(6) 2025, the user reported fluctuating blood glucose (bg) following a supply change. The prior infusion set was leaking, and after reconnecting, bg began dropping quickly. The lowest recorded bg was 55 mg/dl. The user had consumed an unknown amount of carbohydrates before identifying the leak, and subsequently consumed 15 g of carbohydrates in the form of juice to correct the low. The device provided a low bg alert. No medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.